Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, use error led to negative outcomes. Per report, the implanter felt resistance during insertion and fluoroscopy indicated that the valve was externalized through the sheath seam, the devices were removed and once outside of the body, they noticed the valve moved back and forth inside the sheath and had bent struts. The patient had an iliac dissection that did not need intervention or treatment. A vascular surgeon performed a cut down on the common femoral artery to repair the widened arteriotomy. Patient was reported to be ''ok'' and monitored overnight.

Manufacturer narrative:
Update to b4, b5, g3, g6, h2, h6 and h10 per product evaluation. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07008. Update to b4, b5, g3, g6, h2, h6 and h10 per product evaluation. Per additional information, the loader was fully inserted into the sheath. The patient mld was 8.6mm, with moderate tortuosity. The returned device was visually inspected for any abnormalities. The valve was crimped over the inflation balloon. Two (2) struts were bent outward, greater than 90 degrees, at the outflow. The valve was then expanded during evaluation. The post expansion thv valve frame was slightly canted. Two (2) valve bent struts remained bent outward after expansion. Multiple struts were exposed through the skirt, and it was normal after crimped and used. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. No functional and dimensional testing were able to be performed due to device return condition (frame distorted). Imagery was provided by the site and reviewed. The patient's right access vessel had presence of calcification and tortuosity. Two (2) struts were bent outward at the outflow side. The crimped valve was exposed through esheath liner torn. The device history record (DHR) of the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number from the related work order and revealed no other complaints relating to the complaint codes below. Per manufacturing mitigations, all inspections are conducted on 100% of units unless otherwise specified. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A complaint history review on confirmed device complaints (returned and no product returned) from august 2021 to july 2022 for the sapien 3 valve (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity, calcification) and procedural factors (excessive manipulation, withdrawal of crimped valve). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''failure - frame damage'' was confirmed based on returned device evaluation and provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''as reported, upon insertion of the valve and delivery system, the implanter felt resistance going through the sheath. They looked down at the iliac on fluoroscopy and saw the valve was externalized through the seam so they pulled the device back into the sheath and pulled the entire system out with the sheath. They then exchanged for a new 16fr sheath for hemostasis. Once outside of the body, they noticed the valve had a bent stent strut.'' In this case, the liner was punctured during device insertion through sheath due to resistance. The valve and delivery system were never exited through the sheath tip. During the device evaluation, it was noted the bent struts was at outflow, which indicated that the bent struts was likely occurred during device removal. The crimped valve apices may have interacted with the sheath while user attempted to pull the valve and delivery system back into sheath. Per 3mensio imagery the patient's right access vessel had calcification and tortuosity, and this may further increase the chances for the valve apices to interact with the sheath during removal. In such condition, excessive device manipulation to retrieve the device can lead to frame strut damage. As such, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the complaint event. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation)and/or calcification of the access vessel that may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, use error lead to negative outcomes or patient injury. As reported, upon insertion of the valve and delivery system, the implanter felt resistance going through the sheath. They looked down at the iliac on fluoroscopy and saw the valve was externalized through the seam so they pulled the device back into the sheath and pulled the entire system out with the sheath. They then exchanged for a new 16fr sheath for hemostasis. Once outside of the body, they noticed the valve had a bent stent strut. The patient was okay, and they performed a cut down to repair the common femoral artery. Patient was to be monitored overnight. Additional information indicated that the loader was fully inserted into sheath, the vessel was predilated with 18fr pre dilator and the sheath insertion into patient was smooth (insertion was performed at about 45 degree angle). The resistance going through the sheath may have been due to steep sheath angle and changing the insertion plane. The entire sheath seam was damaged upon removal and the team alleged a potential defective sheath. There was an iliac dissection that did not need to be intervened on. And the vascular surgeon did a cut down on the common femoral artery to repair the widened arteriotomy. The valve was withdrawn back toward the grey constrained portion, it was believed that the tearing occurred upon withdrawal. The valve moved back and forth inside the sheath upon removal, and it was thought that the bent strut may have caused most of the tearing on the way out. Clarification on user error noted; the sheath was sitting at about a 45 degree angle when inserted into the cfa. During insertion of the delivery system and valve the sheath was pushed down against the patients thigh. Excessive force coupled with changing the insertion plane may have been a cause for this outcome and considered user error. Per pre-decontamination findings, the sheath did not expand.